Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. However, the customer stated that the mainboard is the problem. Vyaire medical canceled warranty shipment and asked customer to build the old mainboard back in and to double check with a known good power board. No root cause has been determined yet because the investigation is still on going. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical that the bellavista 1000 alarms for invalid calibration data, technical failure 401 (inspiration valve or device leaky) and 316 (blower failure). When given a test base it does not give the correct values. Also, the unit tried to calibrate blower reference and pwm blower but it fails. Furthermore, there was no patient involvement associated from the reported event.

Manufacturer narrative:
Results of investigation: the suspect device was not returned for investigation. 0v and 0a are displayed on the blower check. Power pcb is defective. However, after double checking the unit, it is confirmed that the mainboard is the issue. The root cause was determined most likely lack of soft-start algorithm in software v6.0.1400.0 caused damage on the blower driving hardware of the mainboard due to a too high resulting current needed to overcome actual inertia torque of the blower rotor. Exact root cause under investigation with I-ch-21-024. This complaint will be included with on-going trending analysis. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.